Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that no further information can be obtained.